Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during a routine follow up a micro dislodgement was observed, the threshold was also high. The lead was replaced and patient condition was good.